Event description:
A healthcare facility reported that the system turned itself off and did not start again even though the fans were still working. The timing of the event and patient involvement are unknown. Additional information has been requested but none received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).